Event description:
It was reported that there was no battery power. No patient injury reported.

Manufacturer narrative:
Other, other text: previous service history has been reviewed and deemed unrelated due to customer damages. The device was received for evaluation. The retaining screw cap for the battery was missing. Battery holder was damaged/corroded, the housing was cracked, the front panel was bent, the bezel was cracked, and the knobs were missing. The reported problem was duplicated during evaluation testing. This was due to a damaged or corroded battery holder assembly. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).